Manufacturer narrative:
The subject of this report is the #1 of the 3 patients that the user facility reported to have a false negative test result on (B)(6) 2020. Based on the information reviewed and evaluated a potential cause of the false negative result was a user error as the customer administered a single test to an asymptomatic patient that was outside of the intended use statement. The instructions for use (IFU) for the reported test kit (IFU-rchm71-e, rev. B) specified that the test was only authorized to be tested against individuals suspected of covid-19 by their healthcare providers. Later, on (B)(6) 2021, the scope of intended use has extended allowing to use of the products against asymptomatic individuals as well but requiring serial testing between two or three days with at least 24 hours and no more than 48 hours between tests (IFU-rchm71-e, rev. E). In addition, the IFU states that for such serial testing programs, additional confirmatory testing with a molecular test for negative results may be necessary, if there is a high likelihood of sars-cov-2 infection. (B)(4) of false negative results are expected based on performance characteristics claimed for this test (B)(4).

Event description:
The customer reported on (B)(6) 2020, a suspected false (incorrect) negative result from a rapid result covid test system on #1 of the 3 patients (1 was asymptomatic and 2 were symptomatic). This patient was asymptomatic. The customer stated that they purchased the test to use as part of their pre-operative clearance for elective surgeries. The customer administered a pcr test afterward (on the same day as the antigen test) and obtained a positive result (date of test and CT values not provided). Access bio followed up three times on january 4, 2021 and december 15 and 20, 2021 to better understand the facts and circumstances for the tests. The customer reported successfully performing the quality control steps as instructed on the IFU before using the test. The customer reported that the tests were conducted by their employees and good samples were obtained. No adverse patient effects were reported.